Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced immediately following its implant because a post-implant transesophageal echocardiogram (tee) showed residual moderate mitral regurgitation. The patient's mitral valve was taken down, this band was explanted, and a bioprosthetic mitral valve was used to replace the patient's native valve. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.